Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 550 mg/dl, 500 mg/dl. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer stated they were able to complete the change set process. Troubleshoot was performed for high blood glucose. The insulin pump will not be returned for analysis.